Manufacturer narrative:
Initial and final (B)(4) - device 4 of 5.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced adhesive issue with five infusion sets on (B)(6) 2026. The infusion set fell off during use. The infusion set was used for two hours. The blood glucose (bg) was high with specific value unknown and got treated with orrection bolus via pump. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.